Event description:
It was reported that the foley catheter balloon did not inflate in the correct way.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned. A potential root cause for this failure could be pinch lumen/collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use.¿ device was not returned.